Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found an insulation abrasion exposing the re cable lumen at 81.0 cm - 82.2 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.